Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. B94866) for permanent contraceptive tubal implant. Concurrent conditions were listed as endosalpingiosis, fibroids and adenomyosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3257 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroctomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: benign adenomyosis, fibroids, endosalpingiosis, bilateral essure coils noted left lebia minora biopsy (biosy taken due to atypical appearance during surgery) : lsil/vin 1 batch no. B94866, production date 2013-11-12, expiration date 2016-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. B94866) for female sterilisation. Concurrent conditions were listed as endosalpingiosis, fibroids and adenomyosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3257 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroctomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: benign adenomyosis, fibroids, endosalpingiosis, bilateral essure coils noted left lebia minora biopsy (biosy taken due to atypical appearance during surgery) : lsil/vin 1. The most recent follow-up information incorporated above includes data received on: 25-sep-2023: processed with initial. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.